Event description:
When megadyne electrosurgical pt returned electrode was removed from pt's left thigh after procedure, a large amount of the blue gel adhesive from the pad remained on the pt's skin. This gel is very difficult to remove from the pt's skin. Removal of the fragmented gel debris caused areas of redness and skin irritation. FDA safety report ID# (B)(4).